Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00240 on (B)(6) 2024. Additional information (01-nov-2024): siemens further evaluated the event and determined that the calibration had low milli-absorbance units (mau) values, which is indicative of a water quality issue. Siemens later determined that the deionized water system that feeds the instrument was not working properly and the issues with the deionized water system were addressed. Siemens concluded that poor water quality from the laboratory¿s deionizing water system potentially contributed to the falsely elevated concentrated carbon dioxide (co2_c) results. The investigation conclusions and investigation findings codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated concentrated carbon dioxide (co2_c) results that were obtained on patient samples on an atellica ch 930 analyzer. The customer replaced the co2_c reagent, quality controls (qcs) and the calibrators. Siemens primed the reagent probe 2 (rp2) multiple times and performed an autocheck. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse replaced the external and internal water filters and the degasser. The cse performed a reverse fill to the water tank two times and ran autocheck. Additionally, the cse recalibrated co2_c and ran qc, which recovered acceptably. The cause of the falsely elevated co2_c results is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is required.

Event description:
The customer reported falsely elevated concentrated carbon dioxide (co2_c) results that were obtained on 6 patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on the same atellica ch 930 analyzer. The repeat results were lower than 40 meq/l and were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.